Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited a capture anomaly. The lead was capped on (B)(6) 2019. No further information was available.

Event description:
New information received notes that the patient was not symptomatic to the capture anomaly, the patient was stable post procedure, and the lead was capped due to elevated capture threshold. The high capture threshold was noted in (B)(6) 2016, and on (B)(6) 2016, programming changes were made, including turning off the left ventricular lead. The patient was doing well with the lead off, so the physician chose to downgrade the device, and the lead was capped.